Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display with moisture) issue. The reporter alleged there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings:during investigation, the pump was powered on to a horizontal blue line in the display. Evidence of moisture was found in the battery compartment. The pump was opened to find no further evidence of moisture internally. A test display was installed and was clear and legible.